Event description:
It was reported that 2 of the bd® syringe 10 ml ll bulk non-sterile had sale marking issues. The following was translated from italian to english: I'm forwarding this non conformity from a client about the print of the syringe 301029 lot 2206058 we found that the tampography on them discoloured/removed very easily by swiping with the fingers. The test was performed on 2 pcs randomly sampled from the cleanroom bag.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No further information.

Manufacturer narrative:
Investigation summary: one photo of 10ml luer-lok syringes (p/n ¿ 301029) was received and evaluated. The image shows two loose syringes with the print worn off. The condition observed cannot be verified from the photo received. Without further information the root cause remains unknown. Release date: 08/04/22. Released quantity was 673,200. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2206058 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.